Event description:
The reporter indicated that the surgeon implanted a 12.1mm vticmo12.1, -8.5/2.0/012 (sphere/cylinder/axis) implantable collamer lens into the patient's left eye (os) on (B)(6) 2022. On (B)(6) 2022 the lens was exchanged with a longer length lens due to low vault. This exchange resolved the problem. The cause of the event was reported as unknown.

Manufacturer narrative:
(B)(6). (B)(4). Expiration date: 09-30-2024. (B)(4).

Manufacturer narrative:
D4: expiration date: 30-sep-2024 should be added to the initial MDR. Claim #(B)(4).